Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump was damaged. The customer reported that the other night their insulin pump turned off in the middle of the night without a notification and they woke up with blood glucose of 500mg/dl. Troubleshooting was performed. It was found in the alarm history that the customer did receive a low battery alert. Customer states that there is a crack on the casing from the corner of the lcd screen, and a crack was going down from the escape button. The customer declined a replacement insulin pump. The insulin pump will not be returned for analysis.